Event description:
In 2008, the patient reported that his blood glucose was elevated to 400 mg/dl and he felt horrible. His normal blood glucose level is 140 mg/dl. He bolused to lower his readings. He stated that there are air bubbles in his insulin cartridge. He stated that he uses room temperature insulin. He was advised to prime the air out of the insulin cartridge. Upon follow up at approx 5 days later, the patient stated that he was doing fine. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.